Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd extension set leaked medication while in use with a patient. The chemotherapy medication (fluorouracil) was leaking from the distal end of the filter. This product problem did not cause or contribute to any adverse patient health effects.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.